Event description:
It was reported that during a routine follow-up, it was discovered that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms in the triad configuration. In response, the rv lead was reprogrammed to the rv lead coil to device can configuration and the measured shock impedance was 92 ohms. The remaining lead measurements were within normal limits, there was no noise observed on the electrograms (egms) and there was no recent patient trauma or injury. The patient was also noted to not be pace therapy dependent. An increased follow-up schedule for this patient was noted with a plan to possibly perform a non-invasive programmed stimulation (nips) procedure with a different physician. The patient was also encouraged to connect their remote monitoring communicator to allow surveillance. The lead remains in-service. No patient symptoms or adverse patient effects were reported.